Manufacturer narrative:
(B)(4): the device was not returned for evaluation and the product history review performed did not indicate any deviation or non-conformance related to this adverse event. This adverse event occurred post-operation and no device malfunction was noted during the procedure.

Event description:
On (B)(6) 2017, the patient received a transcatheter aortic valve implantation (tavi, transapical approach) with laa closure using an atriclip ach150. During the procedure, the physician deflated the patient¿s lung to prepare the operative field with reported worsened pulmonary function after the operation. According to a CT scan performed, a thrombus was observed at the section where the clip was placed. Thrombolysis with warfarin was used to treat the thrombus. No additional medical intervention was reported. The surgeon indicated that there was no thrombus in the laa before operation. There was no reported device malfunction from the initial procedure.